Event description:
A pt, who is using a novofine 30 needle to administer insulin due to insulin-requiring type ii diabetes, experienced that the needle broke off into the subcutaneous tissue on the left lateral thigh in 2003. The needle was removed by surgery (date unknown), but the pt had not recovered yet. The pt had followed the manual to administer the insulin and that was using a new needle.